Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3389-40, lot# j0428098v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the implantable neurostimulator (ins) was not working. The patient was in hospice care and the patient's wife had stated the device had not been working for a long time. The hcp wanted to make sure the ins was turned off, but they did not have the patient programmer. The patient's indication for use is parkinson's dual.